Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (B)(4) displayed system error, out of service, revert to manual CPR message. The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR" error message was confirmed during the initial functional testing and review of the archive data. The defective processor board was replaced to remedy the fault. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. Visual inspection was performed and found damaged load plate cover, unrelated to the reported complaint. Load plate cover was replaced to address the issue. Review of the archive showed (system error 132 - internal watchdog timeout), thus confirming the reported complaint. The platform failed the initial functional testing due to the error message "system error, out of service, revert to manual CPR" displayed upon powering on the device. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4), reported on (B)(6) 2015. Processor board was replaced to remedy the issue.